Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed that due to damage on cable unit water tightness was lost. In addition, the following reportable malfunctions were identified during the device evaluation: poor water tightness of head unit, water tightness was lost and damage on cable unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on cable unit water tightness was lost. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the autoclavable camera head was found damaged connecting coat during inspection for use. There were no reports of patient involvement.